Event description:
It was reported that the non-stent accessories including the leftover ureteral catheter included in the optima stent set were used to implant a stent made by another company (the optima stent itself had already been used in another case without any problem). The package of the optima stent set itself was opened and used, but the accessories other than the stent were kept unopened. The unopened package was re-sterilized in a sealed condition. During placement of a stent made by another company, the user found that the tip of the re-sterilized ureteral catheter was broken. A broken piece of the catheter was found to have been left inside the patient's body. The timing of the discovery of the remained piece was unknown. As per the additional information received on (B)(6) 2023, the black tip was detached at the border of the orange shaft. As of (B)(6) 2023, the black tip was left inside the body. Per follow up information received via ibc on (B)(6) 2023, as of 05 july, the black tip was left inside the body. As of 13th july, endoscopic confirmation was performed but the detached fragments were not found. The patient has been under observation. The complaint was against a break of the ureteral catheter, a component of the inlay optima tripak.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. Based on the attached photo, there was black tip broken at the connection part between the tip and the shaft. DHR review has been conducted and no abnormalities observed. Further functional testing and appropriate investigation could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure could be due to user related or supplier (example: mishandling product/material brittle). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1.method of use determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 1 insertion of the guidewire 1) remove the guidewire from the packaging,together with the guidewire holder. 2) prior to removing the guidewire from the guidewire holder, inject sterile water through the port to activate the hydrophilic coating. 3) remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. 4) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy. 2. Precautions for use <guidewire> (1)do not forcibly insert or remove the guidewire. It may injure patient or/and damage the device. (2)do not manipulate, advance and/or withdraw the guidewire through a metal cannula or needle; to do so may result in damage the guidewire. Avoid contact with devices with sharp edges (such as metal dilator). (3)avoid using of the device when resistance is encountered (dueto the size of a catheter, stent and/or working-channel of endoscope) as this may cause wear the guidewire coating. (4)do not use organic medical solutions or oily contrast medium on this device. These solutions may damage the device or decrease the lubricity of the device. (5)the guidewire is treated with a hydrophilic coating. Do not insert a stent over the device with its surface insufficiently wet. Never use dry gauze. [Hydrophilic polymer coating can be damaged, increasing resistance when trying to insert catheter, stent or endoscope.] (6)if unusual resistance is met during manipulation of the guidewire, do not force to remove it. Carefully withdraw the guidewire as a unit. (7)do not use a retrieval device while the guidewire is in place; to do so may cause damage to the guidewire. (8)don¿t rub the guidewire with the edgeof the holder. This could flake the hydrophilic coating. (9)avoid kinking, bending or twisting repeatedly the guidewire at acute bent site. It may lead to damage the guidewire. (10)never try to shape the guidewire. This could damage and break the cable coreof the guidewire. (11)sufficient guidewire length must remain exposed to maintain a firm grip on the guidewire at all times." Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the non-stent accessories including the leftover ureteral catheter included in the optima stent set were used to implant a stent made by another company (the optima stent itself had already been used in another case without any problem). The package of the optima stent set itself was opened and used, but the accessories other than the stent were kept unopened. The unopened package was re-sterilized in a sealed condition. During placement of a stent made by another company, the user found that the tip of the re-sterilized ureteral catheter was broken. A broken piece of the catheter was found to have been left inside the patient's body. The timing of the discovery of the remained piece was unknown. As per the additional information received on 05july2023, the black tip was detached at the border of the orange shaft. As of (B)(6) 2023, the black tip was left inside the body. Per follow up information received via ibc on (B)(6) 2023, as of 05th july, the black tip was left inside the body. As of (B)(6), endoscopic confirmation was performed but the detached fragments were not found. The patient has been under observation. The complaint was against a break of the ureteral catheter, a component of the inlay optima tripak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.